Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was preoperatively diagnosed with compression fracture at l5. The patient underwent posterior lumbar fusion at l3-iliac with vertebroplasty at l5. On an unknown date, post-op, the rod broke between l4 and l5; due to which pseudoarthrosis was observed at that level. Hence, the patient underwent re-operation on (B)(6) 2019.